Event description:
On 03/31/2026, dr. (B)(6) reported that a 45 year old male patient presented to (B)(6). With concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2026, at tooth location #29. The implant was not placed following immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026, after healing abutment placement. During the examination, the doctor determined that the implant had failed to osseointegrate. The implant was removed on the same day of the visit using an implant driver and finger. The implant was not replaced. The patient presented with symptoms of infection, and a small draining was noted at the site. The doctor stated that the procedure had been completed a day prior and that it was too early to confirm resolution of the symptoms. The prosthesis involved a single tooth restoration, and the opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. The patient was reported to have type ii bone quality and good oral hygiene. No abnormalities were identified with the implant or its packaging. The doctor additionally noted that this was the second implant placed in the same area, the first failed as well after surgery.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).